Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right ventricular (rv) lead had no sensing and high threshold with no capture. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.